Event description:
(Drug/diluent: ropivacaine 2mg/ml). (Fill volume: 400 & flow rate: 5ml/hr). (Procedure: ischemic pain at mid). (Cathplace: catheter plexular nd sciatic analgesia). Fast flow. Reported to finish in 24 hours instead of 5 days. No adverse event occurred. Per dfu: nominal fill volume: 400ml. Maximum fill volume: 550ml. Saf flow rate: 2, 4, 6, 8, 10, 12, 14 ml/hr. The infusion delivery time is 66.6 hours when filled to the nominal volume and flow rate.

Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results: device was received for evaluation and investigation, and testing is currently being performed. Conclusion: a follow-up report will be filed when investigation has been completed.